Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient reported that on (B)(6) 2024, they experienced inaccurate cgm values which occurred after the sensor had been inserted in the arm. The patient experienced no symptoms. The cgm was reading 46 mg/dl and the blood glucose was not checked. The patient self-treated with carbohydrates and 4 glucose tablets. The friend transported her to the emergency department (ed) where the bg was 600 mg/dl. The egv at that time was not documented. Of note, the patient was using tandem pump. The patient was treated with 15 units of bolus insulin and reportedly had to have her heart stopped due to excessive hyperkalemia. The patient was in the hospital from 0600 until 1630. There was no documentation of further medical evaluation or intervention. No other details were documented. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.